Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm (smart remote manger) was not detected on the bus. A field service engineer shut down the station and the refrigerator was powered off. After waiting five minutes, the device was powered back on. A test application was used after customer recovered the drawer, followed by a reboot. However, the fridge went off the bus again and failed to recover. Another reboot sequence was attempted, but the device still did not recover. The ethernet cable between the station and the fridge was then replaced, which resolved the issue. Upon inspection, the original cable was found to have physical damage resembling bite marks, with shielding compromised. The test application and recovery were then verified in the production software. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator device was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator device was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.